Event description:
It was reported that a "damaged lead was removed from the patient without difficulty, and a new lead was placed without difficulty." It was noted that there was a break at the tail of the lead, near the last contact. It was further noted that found this issue when the physician was attempting to connect the extensions. No patient injury was reported.

Event description:
Additional information: it was reported that the physician noticed a defect in the lead at the time of implant. It was reported that the lead was removed and replaced with a non-defective lead without difficulty. Breakage was noted for the lead. It was reported that there was no patient injury and that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found that the insulation at the proximal end of the lead was torn under the connector.